Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a check it was noticed that the tube was leaky. Event occurred during a preventative maintenance check to see if it was working as it should. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On may 28, 2018, it was reported that during a check it was noticed that the tube was leaky. The customer returned an air-dermatome hose for evaluation. The device history record (DHR) and previous repair report will not be performed as the product meets the applicable acceptance criteria. Product review of the air-dermatome hose on september 24, 2018 revealed that the hose was hooked up to our test air source in the repairs department and there were no leaks present on the hose. The accessory was also tested with an air dermatome hand piece and functioned as intended. Zimmer biomet surgical does not repair the air-dermatome hose. The reported event was non-verifiable since during the product review it was noted that there were no leaks present with the hose during testing. The accessory was also tested with an air dermatome hand piece and functioned as intended. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that there were no leaks present with the hose during testing. The accessory was also tested with an air dermatome hand piece and functioned as intended. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.